Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported that patient said the system had to be moved from the right side to the left side because the lead pulled apart and was not connected to the stimulator any more. The patient also reported that they were was having trouble w / their bladder and through almost 1.5 bags of pulls ups a day. Patient increased stimulation to where they could feel stim. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue no further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep was asked if there were any known contributing factors to the impedance issue, they stated that neither they nor the healthcare provider were sure of the reason for the impedance issue with the lead. After brief examination in the operating room, there were no obvious breaks in the lead. It was noted the ins remained in service as there was still 2-4 years left on the device at the time of device check, the day of surgery. Lead will not be returned as hospital is required to send any explant for testing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va21lps, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient claimed to have fallen in (B)(6) 2020 at an appointment with the healthcare provider (hcp). At this time, the hcp attempted to turn up the amplitude of the patient's device and was able to get it to 8.0 ma without the patient feeling stimulation. The physician then continued to try all 7 standard programs without the patient feeling stimulation. An impedence check was run at 1.0 ma, 1.5 ma and 2.0 ma with all electrodes showing greater than 2000. At this time, the hcp decided to schedule the patient for a lead revision. The lead was explanted on (B)(6) 2020. No further complications were reported.